Event description:
It was reported that the r3 slaphammer and r3 straight shell impactor broke in procedure intraoperative. No items pieces remain in patient. No delay. Backup device from s+n available but not use. The procedure was finished with the same device.

Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2020-02984. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.